Event description:
Doctor was about to insert the lens into the eye when the lens came out of the injector prematurely. Lens was not fully inserted into the eye, thus explantation not required. Pt was not injured. Another hoya lens was used.